Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06102. It was reported the patient is having the scs system explanted. The patient stated she was not getting adequate stimulation and has stopped using the system. Surgical intervention is pending.

Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.